Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts in the center of the stent that were stretched and damaged which moved the proximal end over the proximal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After a 3.5 synergy drug eluting stent was deployed, a 4.00x28 synergy stent was selected for use to be implanted at the proximal side of the previously deployed 3.5 synergy stent. During preparation, the physician removed the stent protector properly with no resistance; however, the mid segment of the stent was found to be lifted. The procedure was completed with a 4.00x32 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After a 3.5 synergy drug eluting stent was deployed, a 4.00x28 synergy stent was selected for use to be implanted at the proximal side of the previously deployed 3.5 synergy stent. During preparation, the physician removed the stent protector properly with no resistance; however, the mid segment of the stent was found to be lifted. The procedure was completed with a 4.00x32 synergy stent. No patient complications were reported and the patient's status was good.